Manufacturer narrative:
(B)(4). Section h11: method: the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare service centre in australia where it was inspected by a trained f&p service technician. Results: visual inspection of the power cord identified that the power cord insulation was cut. No copper wires were exposed. Conclusion: we are unable to determine the cause of the observed damage. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in australia reported that the power cord of an mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel (f&p) healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported that the power cord of a mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Event description:
A healthcare facility in australia reported that the power cord of an mr850 respiratory humidifier was damaged with copper wires exposed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: section g3: date corrected section h11: method: the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare service centre in australia where it was inspected by a trained f&p service technician. Results: visual inspection of the power cord identified that the power cord insulation was cut. No copper wires were exposed. Conclusion: we are unable to determine the cause of the observed damage. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.